Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous left popliteal artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 60 seconds, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.